Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician had an issue with the c-flex multi-length ureteral stent that was used. The stent appeared to be "very dry and rigid," and it snapped in several places. The stent was only placed over the wire, and the product problem was noticed before the stent was implanted. There was no reported impact to the patient as a result of the product problem.